Event description:
It was reported that the patient's device had high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that patient had a full revision and impedance was within normal range after. The suspect product will not be returned for product analysis, as the facility does not return explanted products.